Event description:
Device malfunction: hemostasis valve- leak. Time of malfunction during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician untrained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, when the dilator was removed from the exchange sheath, it was noted that blood was coming out of the hemostasis valve. The exchange sheath was removed from the vessel and a second starclose se was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4): the device was received. Investigation is not completed.